Event description:
It was reported that the customer did not charge the pump for over a week and did not have a cable to charge the pump due to being on a trip. Customer attempted to charge the pump but he pump did not respond. Customer ultimately used a non-tandem usb cable and the pump responded. A low power alarm was confirmed. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The tandem t:slim pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time very day (10-15 minutes), and also avoiding frequent full discharges. The product has not been returned for evaluation. Should new info become available, a follow up report will be submitted.